Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause has been established through acumed's health hazard evaluation process. Additional reporting on this event will be provided as a follow up report if alternative information becomes available. Related numbers (including this report) are as follows: 3025141-2025-00563, 3025141-2025-00564.

Event description:
It was reported that the driver tips broke during surgery. There were no reported adverse consequences or delays.